Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05868. It was reported the patient experienced rib pain when stimulation was on. An sjm representative reprogrammed the system but the issue could not be resolved. Surgical intervention may be taken to address the issue.